Event description:
It was reported that during a procedure the ultrasonic scalpel would not seal the vessel. The device was easily replaced by another scalpel and no patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions for an evaluation. The device packaging was also not saved so information such as lot number, serial number, manufacture date, and expiration date are all unknown. It is also unknown on what date the event occurred. Since the complaint device was not returned, a root cause could not be determined.the reported event is not occurring more frequently or with greater severity than is usual for the device.